Event description:
Report 1 of 2. It was reported that when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, the user obtained incorrect cmp and hcg test results in an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.